Event description:
The surgeon inserted the 12.0mm icm120v4 implantable collamer lens in the left (os) eye on (B)(6) 2011 and a cataract was observed on (B)(6) 2014. The lens was explanted the next day. See MFR report# 2023826-2014-00820 for the other eye.

Manufacturer narrative:
A lens work order search was performed and one similar complaints was found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - clinical studies have shown that anterior sub-capsular cataract occurs in (B)(4) of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1s 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either form the instrument used or the icl itself. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of the event has been determined to be lens touch during surgery. There is not enough clinical data to determine the exact cause of the event. (B)(4).

Manufacturer narrative:
(B)(4).